Event description:
It was reported that there was a black mark in the balloon of a small volume intermate. This was noted before patient use. The device was filled with vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4),. Additional information: the device was returned for evaluation. A visual inspection revealed loose black particle approximately 0.10 square mm in size, located underneath the film-wrap. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.